Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the presence of a full complement of staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the crush ring was observed to be crushed. It was reported that the anvil was difficult to attach, the anvil tilted prematurely. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied over tissue of contraindicated thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the tissue thickness can comfortably compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excessive tissue thickness may result in unacceptable staple formation and /or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic surgery to treat deep endometriosis involving a circular stapler, the instrument broke as the warhead of the stapler articulated and would not return, making it impossible for the surgeon to close the stapler to perform the stapling. This issue occurred right at the beginning, as soon as the stapler was introduced. To resolve the issue, the surgeon requested a replacement with another stapler, which functioned correctly and stapled perfectly. No patient complications have been reported as a result of this event.